Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade 3 functional mitral regurgitation (mr). An xtw clip was positioned and fully closed and mr was reduced to grade 1 however, two seconds later mr increased. The clip was reopened to re-grasp, but mr could not be reduced. Imaging was inspected and it was suspected that the posterior clip arm perforated the posterior leaflet. The physician attempted to grasp in a different location and was able to reduce mr again after closing the clip in the new location. However, again a few moments after the grasp mr worsened. Imaging was reviewed and it was believed that the anterior clip arm perforated the anterior leaflet. The clip was reopened again and mr worsened to a grade of 4. Two more grasps were attempted, but mr was not able to be reduced. Everything was removed from the patient, and the procedure was aborted.

Manufacturer narrative:
All available information was investigated, and the reported torn clip cover was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on the information reviewed, a cause for the reported torn clip cover cannot be determined. Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation appears to be related to procedural conditions associated with the clip perforating the leaflet. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.